Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged conductor wire to be related to the customer reported complaint. For clarification, the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was damaged and the instrument passed a electrical continuity test. Root cause of this failure is attributed to a component failure. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have damage to the conductor wire¿s insulation. Root cause of this failure is attributed to a component failure. A site history review was performed and no related complaints were found. A review of system logs showed that the maryland bipolar forceps instrument was last used on system number (B)(4) on (B)(6) 2020 and it had 1 life remaining. No image or video was provided for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the maryland bipolar forceps had a loose cable. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. When the issue occurred the instrument was inserted into the trocar/obturator. There was no damage to the conductor wire insulation seen. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell inside the patient¿s body and arcing was not seen. The reporter could not provide any patient-related information.